Event description:
It was reported that the patient implantable pulse generator (ipg) was not holding a charge. The database is unable to confirm the report of the ipg not holding a charge, however it does show difficulty charging the ipg. Per database analysis, ipg resets while charging was noted in the database logs. When the system resets, stimulation turns off for 10-15 seconds and returns back to normal operation. The ipg firmware update is a remedy for this ipg behavior. Additionally, electromagnetic interference (emi) is classified as a warning in our information for prescribers. Strong electromagnetic fields can potentially turn stimulation off, cause temporary unpredictable changes in stimulation, or interfere with remote control communication.